Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient requested assistance making adjustment to therapy. They reported they have been getting up more at night (2-3 times at night). The patient was walked through checking the therapy on the call, they  stated stim was at 2.50 volts and they wanted to increase stim. They then stated on call they noticed therapy is off. Pt stated they don't know how therapy turned off and stated they did not turn off stimulation. The patient successfully turned on therapy on call and increased stim to 2.55 volts. Patient confirmed feeling stim comfortably in bike seat area. Patient provided event date as "it's been weeks". They were going to monitor symptoms now that therapy was on. The issue was not resolved through troubleshooting. See above.